Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The pump and one reservoir were removed and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was microscopically inspected, leak and functionally tested. Microscope examination revealed that the pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leak test but failed the functional test. Based on the information available and analysis results, the failed functional test of the pump could have caused or contributed to the reported allegation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the clinic because this inflatable penile prosthesis (ipp) was not working properly. Two weeks later, a surgical procedure was performed, during which a crack in the right cylinder connecting tube was identified. The pump and one reservoir were removed and replaced. No patient complications were reported.